Event description:
In preparation for collection of skin from host site for an ankle skin graft. Operating room tech placed blade ((B)(4)) on zimmer air dermatome. The blade was inadvertently inserted backwards. Causing the angle of the blade to be much greater than intended calibration by surgeon. Skin collected was a full thickness instead of the thinner planned collection. Surgeon immediately replaced collected graft back into original host site and reattached.

Manufacturer narrative:
Instruction insert for dermatome states to properly position blade. Blade is also labeled with instructions on proper side up. Hospital was contacted and device is not being returned for eval.